Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead insulation broke upon removal of the device from the pocket for pocket revision. It was noted that the internal wires were completely exposed. The lead was surgically abandoned. No additional adverse patient effects were reported.